Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04930.

Event description:
It was reported that the liner would not assemble with the shell. The surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable at this time.